Event description:
In this event it was reported that a patient experienced an allergic reaction after undergoing a dental procedure that involved integrity. It began with a red ring around gingival of tooth #9. After several days it progressed to the gingival area of teeth 9-11 on the facial and lingual. The dentist then made the patient a new provisional and within minutes, the patients' upper lip became swollen, and the tip of her tongue became red. The patient took benadryl to combat the symptoms and was reportedly "doing better."

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.